Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The proximal neck was 18-24 mm in diameter and 30 mm in length. The left common iliac artery was 17 mm in diameter and the right common iliac artery was 26 mm in diameter. The right and left external iliac arteries measured 10 mm in diameter. It was reported that the final angiogram observed a proximal type I endoleak. The physician decided to implant an endurant cuff; however, after touch-up was given with ballooning, the endoleak did not resolve. The physician commented that since the endoleak was minor, the patient will be monitored. The physician also stated that they should have implanted a larger bifurcated device. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).